Event description:
It was reported that a quantity of two (2) reduction forceps with serrated jaw-ratchet 144mm would not tighten down. The malfunction was found during re-stock of the tray and was outside of the operating room with no patient or surgical involvement. There is no additional information available. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the service history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: date returned to manufacturer a service & repair history maintenance review was performed. The investigation of the complaint articles indicates that the: service history review: lot no: a7oa37, no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. A second service & repair history maintenance review was performed. The investigation of the complaint articles indicates that the: the customer reported the item would not tighten down. The repair technician reported the item had excessive wear in the pivot screw area. Worn out parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 23-jul-2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service and repair evaluation were performed: two reduction forceps with serrated jaw, ratchet, and 144mm (part number 399.99, lot number a7oa37) was received with the complaint category of ¿does not/will not function: will not hold.¿ the complaint condition is confirmed as the devices were received with slightly loose ratchets and wear around each pivot screw. Although the root cause cannot be definitively determined, the returned condition is consistent with extensive wear which was possibly expedited by excessive force during use. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. A service and repair history review and evaluation ((B)(4)) were performed for the returned reduction forceps. The repair technician reported the items had excessive wear in the pivot screw area. Worn out parts is the reason for repair. The items are not repairable. The evaluations were confirmed. No service history review can be performed because the lot number, a7oa37, cannot be traced. The manufacture date is unknown. This investigation summary has been approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.